Event description:
It was reported that a patient experienced peritonitis coincident with automated peritoneal dialysis (apd) therapy. The cause of the peritonitis was unknown. On the same day, the patient was hospitalized for the event and discharged seven days later. Treatment for the event was not reported. Dianeal therapies were ongoing. On an unknown date, the patient was retrained on aseptic technique. The patient was reported to have recovered from the event. No additional information is available. This is report 3 of 4.

Manufacturer narrative:
Complaint no: (B)(4). The reported product is an unknown baxter cassette. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient (B)(4).